Manufacturer narrative:
Updated to reflect the information received on 2021-aug-17 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2021-aug-17. It was reported that there were no known factors that might have led to the motor stall critical alarm not being heard. It was confirmed that the alarm worked properly when it was tested on 2021-aug-12. It was reported that the issue of the pump motor stall and increased pain were considered resolved at the moment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving clonidine (100 mcg/ml, 57.5 mcg/24 hours) and morphine (20 mg/ml, 11.5 mg/24 hours) via an implantable pump. It was reported that on (B)(6) 2021 the patient fell at home on his knee and went to the hospital. In the evening the doctor sent him to the radiology. The log files showed a motor stall occurred at this time. Two days later on (B)(6) 2021 the patient had magnetic resonance imaging (MRI) and the logs also showed a motor stall occurred at this time. After the MRI there was no telemetry of the pump. The patient went to an outpatient clinic. The patient's pain in their back (the reason/indication for the pump) had increased every day more and more. The patient was administered a lot of morphine both orally and subcutaneous. On the (B)(6) 2021, a doctor from the outpatient clinic performed telemetry of the pump and saw a motor stall. It was indicated that nobody heard the critical alarm that was occurring every 10 minutes. As per the log provided, the following occurred: (B)(6) 2021 at 17:56 - critical alarm regarding motor stall, (B)(6) 2021 18:25 - cancellation of pump motor stop, (B)(6) 2021 at 16:55 - critical alarm regarding pump stopped longer than 48 hours, (B)(6) 2021 at 14:00 - cancelation of pump motor stop. The pump remained implanted. Regarding environmental/external/patient factors that may have led or contributed to the issue, radiology and an MRI was indicated. A test of the critical alarm sound was noted. The issue was noted as having been resolved as of (B)(6) 2021. No surgical intervention occurred, and no surgical intervention was planned. The patient's weight and medical history were unknown or would not be made available.